Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The pelvic array would no longer hold a vizadisc without popping off during cup impaction. Tha procedure delayed less than 2 minutes.

Event description:
The pelvic array would no longer hold a vizadisc without popping off during cup impaction. Tha procedure delayed less than 2 minutes.

Manufacturer narrative:
This MDR was opened inadvertently and therefore should not have been filed. The content of this complaint do not meet reportability requirements.